Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Further engineering investigation was conducted of the device's diagnostic data that was downloaded and submitted to boston scientific technical services for review. It was determined that the high impedance measurement was not an intermittent high impedance condition associated with the device's spring contact and lead terminal ring as previously reported. As all available evidence indicates the cause of the event was due to the rv lead and not the device, this event is no longer deemed to be a reportable incident.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurement was 112 ohms, and the left ventricular (lv) impedance measurements were up to 1800 ohms. Technical services (ts) discussed troubleshooting options. The procedure was completed and the impedance measurements were checked post-operatively and had decreased and were within normal limits. It was suspected that the impedances were elevated due to the device pocket being dry. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurement was 112 ohms, and the left ventricular (lv) impedance measurements were up to 1800 ohms. Technical services (ts) discussed troubleshooting options. The procedure was completed and the impedance measurements were checked post-operatively and had decreased and were within normal limits. It was suspected that the impedances were elevated due to the device pocket being dry. No adverse patient effects were reported. The device remains in service.